Event description:
A (B)(6) patient of dr (B)(6)- had an adverse reaction to a dental procedure. One of the items used in the procedure were vital shield gold gloves provided by my company. These are powered latex gloves. The lot number in question for the size 9.0 gloves is 9197182-6923. No other reports of adverse reaction have been reported with either this lot number or any other lot number.